Manufacturer narrative:
This report is being submitted to provide additional information in section b. Event description, and a correction to section e. Initial reporter. A correction was made to the hospital name and address. Should additional information become available, a supplemental report will be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out of range impedances of 2022 ohms. An automatic safety switch from bipolar to unipolar recently occurred due to the out-of-range impedance measurement. The presenting electrocardiogram is clean/artefact free, and shows no oversensing, with 6% right ventricular pacing. Technical services were consulted and recommended in-clinic review for further assessment. This lead remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, a supplemental report will be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out of range impedances of 2022 ohms. An automatic safety switch from bipolar to unipolar recently occurred due to the out-of-range impedance measurement. The presenting electrogram is clean/artefact free, and shows no oversensing, with 6% right ventricular pacing. Technical services were consulted and recommended in-clinic review for further assessment. Additional information: recently a new alert was triggered during a scheduled transmission review that the right ventricular pacing impedances showed out of range measurements of 2042 ohms. Additionally, the stored electrograms show oversensing of myopotentials, which led to pacing inhibition. The right ventricular lead configuration is set to unipolar pace/sensing. Technical services recommended in clinic review to assess rv sensing options. This lead remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, a supplemental report will be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out of range impedances of 2022 ohms. The presenting electrocardiogram is clean/artefact free, and shows no oversensing, with 6% right ventricular pacing. This lead remains implanted and in service. No adverse patient effects were reported.